Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that the pt underwent a balloon ablation procedure in 2006. The balloon pressure could not be stabilized at the start of case. The catheter was removed from pt and a hole was noticed in balloon. A second catheter was used to complete case with no adverse pt consequences.